Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Torn material. Device evaluated by manufacturer? No. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.0mm icm120v4 implantable collamer lens in the patient's right eye (od) and it was noted the lens was torn. The lens was removed during the same procedure and there was no patient outcome associated with this event. Another same model lens was implanted. The reporter indicated the lens was damaged during loading.

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. (B)(4).